Manufacturer narrative:
The reported unit was not returned for evaluation. It was confirmed by our team in stryker endo that only the console was returned for evaluation. According to the risk management report for this device, the most probable root causes for (heat- excessive heat delivered to body, when using a serfas energy probe, can be associated, but are not limited to: user error: suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube. Incorrect fluid management probe clogged pinch clamps left closed when suction is desired or open if suction is not being used. However, based on the information provided and risk management report, the most probable root cause for the reported condition can be identified as user error. Instructions for use for the serfas energy probes (p/n 1000-400-783) include the following warnings and cautions for the user to prevent the reported condition when using a serfas energy probe: do not touch the probe tip at any time during the application of power. Do not insert or withdraw the probe during application of power. Do not activate the probe while in contact with metal objects and/or instruments as unintended tissue or probe damage may occur. Do not allow the patient to come in contact with grounded metal objects. When serfas energy probe and physiological monitoring equipment are used simultaneously on the same patient, any monitoring electrodes should be placed as far as possible away from the surgical electrodes. Position serfas energy cables to avoid contact with the patient, electrodes, cables, and any other electrical leads which provide paths for high frequency current. Temporarily unused serfas energy probes should be stored in a location that is isolated from the patient. Operation of the serfas energy probe may adversely affect the operation of other electronic equipment. Ensure that adequate inflow and outflow of conductive irrigant is maintained at all times during probe use or else irrigant may overheat and damage surrounding tissue. The suction pinch clamp should be in the fully closed position when being used without a suction source to avoid possible burns from the liquid back flow. Cautions: ensure that the probe tip is completely immersed in a conductive irrigant solution (e.g. Saline, ringer¿s lactate). Do not use nonconductive irrigants (e.g. Sterile water, air, gas, glycine, etc.). Do not use in the presence of flammable anesthetics or oxidizing gases (e.g. Nitrous oxides, oxygen, accumulation of endogenous body gases, etc.) Due to the high possibility of combustion. Maintain the active electrode in the field of view at all times to avoid tissue damage. In addition, the crossfire console user guide 1000401036 page en- 6 #12, states: do not touch the attachment to metal objects, such as an endoscope or metal cannula, while activating the handpiece. Damage to the attachments or other devices may result. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a sudden release of fumes with superficial burn at access arthroscopy level, extended also to 5 cm distally during the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a sudden release of fumes with superficial burn at access arthroscopy level, extended also to 5 cm distally during the case.